Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with a cracked case at display window corners and a scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the keypad was unresponsive. The customer's blood glucose was 105 mg/dl. The caller stated that they were outside in a hot weather - 103 degrees fahrenheit, but the insulin pump was not close to their skin. The discontinuation of the device was advised. Nothing further was reported.